Event description:
The external pulse generator was returned to manufacturer to repair three broken/missing hooks and the battery door that sticks. It was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed that the side bails and ring cover, and battery drawer were broken. Side bails and ring were noted to be missing. Analysis also found that the upper/lower cases were broken and contamination was found with: battery release, heart block, and lead flex cover.